Event description:
It was reported that during a gastroplasty procedure, the stapling did not performed correctly. In fact, did not occur the stapling correctly, being necessary, suture the total region. However, in the act of stapling, was noticed that the patient was not as relaxed, being necessary to call the anesthetist after occurred the stapling to relax the patient, because at the time the patient was reacting. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). An intraoperative photo was received and based on the photographic evidence it is believed that the event was probably the result of staple cartridge and/or staple leg misalignment with their designated anvil pockets.